Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired after an implant duration of zero days, due to unk reasons. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.